Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The handle was returned to the manufacture for evaluation. After functional testing and visual/physical examination the reported issue was confirmed. The end cap had been broken from the return handle. Otherwise, the ratchet and part retention mechanisms are intact and functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. There was no patient involvement. The ratcheting handle was found to be broken by the sterilization department. The ratchet handle would be replaced.